Event description:
The user stated the analyzer leaked onto the floor and the water ran into the electrical plug for the ise module. The user stated he saw "one puff" of smoke and noted the power cord was "burnt up". No operators were harmed due to the leak, smoke or the burnt power cord. No erroneous patient results were generated. The field service representative determined a clogged waste line was the cause of the leak and flushed the waste line. He also noted the ise module power supply had been damaged and ordered a replacement power supply. On a follow up call, the field service representative confirmed the user had installed the new power supply and the analyzer was working.